Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that there were no issues with the drawer. A technical support specialist (tss) remotely accessed the cabinet and confirmed that all drawers opened successfully during testing. The customer was informed that the user would attempt to issue the item again when a witness was available. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer unable to open when user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.